Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported that the patient's device was malfunctioning. The indications for use were lumbar radiculopathy and spinal pain. No patient symptoms reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2016. It was reported that there were no official malfunctions reported or documented. The hcp stated that some changes were noted one day after his cds (?). The patient was feeling lethargic, their oral medications were changed, but the cause of the malfunction was not determined and there were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.